Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Additionally, it was reported that the pump battery was depleting quickly and the pump shut off unexpectedly and the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 280-297 mg/dl. Customer declined further troubleshooting from tandem technical support. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
Malfunction,unexpected shutdown and battery not charging was verified. Battery not holding charge issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.